Event description:
It was reported that during an unk procedure, the staples were jamming and were malformed when fired. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.